Event description:
Customer reported a malfunction on pump, specifically a malfunction alarm labeled as malf 12, which was resettable. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.